Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of downstream occlusion error during programming in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of downstream occlusion error message was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log (ehl) revealed occurrences of downstream occlusion error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor was found out of calibration and downstream tubing guide was also out of specification. The downstream tubing guide will be replaced and force sensor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.